Event description:
It was reported that the procedure was cancelled. A gen 230v rotablator console and a rotalink plus were selected for use. During the procedure, it was noted that the burr stalled inside the patient. The procedure was not completed due to this event. No patient complications were reported.